Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis nurse reported that a patient was currently in the hospital for peritonitis. The nurse was unsure of the date of admission. Medical records have been requested.

Manufacturer narrative:
Device evaluation: a visual inspection of the returned cycler exterior showed no sign of any physical damage. Simulated treatments was performed and completed without any failures or problems. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 1. There were no unusual sounds or noises during the treatment. Valve actuation test passed. System air leak test passed. Patient sensor calibration check passed. Load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.